Event description:
Failure to maintain vacuum we are having a terrible time with dr (B)(6) and our smith & nephew wound vacs. He ¿yells¿ at the nurses until they get him the kci vacs. The problem is the s & n dressings do not stick to the patient's skin tightly, the vac loses suction, and the wound does not start it¿s granulation / healing process. I have had 2 of our best nurses tell me it is the truth and I have seen it back in surgery. We are using twice as many s & n dressings and still can¿t maintain optimum suction.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. The complaint was unconfirmed, no pictures, no samples and no lot number information were provided for evaluation. A DHR review investigation could not be initiated with the limited product information provided. Complaint indicated that wound was treated with an s&n dressing and dressing not adhering to patient skin. Per clinician a review of the dressing and transparent film application with the customer may be helpful. The following should be discussed: transparent film needs to cover the entire wound and at least 2 inches of the intact periwound skin. The transparent film may be cut into strips for easier application. Skin prep wipes can be used to assist with the adherence of the transparent film. This is in accordance with the clinical guidelines. Therefore, based on the event description, the most probable causes of failure to maintain vacuum may have been attributed to dressing placement technique and/or clinical application. Since, the negative pressure therapy involves various elements within a system (i.e. Pump, canister, soft port etc.), it is difficult to determine and assign a definitive root cause of the complaint described with the limited information provided. Root cause of this incident is undetermined. The renasys ez pumps go through a series of performance test and visual checks prior to release to market. No historical complaint review performed. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.